Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the interconnect cable was broken. The fse noted the workstation would boot up, but the c-arm would not. There is no report of pt injury or death.